Manufacturer narrative:
The customer troubleshot the issue with ge healthcare technical support. It was recommended to replace the defective inspiratory flow sensor. The customer replaced the inspiratory flow sensor to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.